Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that arthrex device ar-7237 was used. The tape was inserted across the metacarpals to stabilize the metacarpal arch. After 6 months of insertion the patient had allergic reactions. No further information received at the moment.